Event description:
It was reported that the tracheostomy tube subglottic connector port is cracked and is unable to suction secretions. There was no pressure felt when aspirated with 20mls syringe. Crack was observed during tube changing. No injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device available for evaluation; device evaluated by manufacturer and evaluation codes: updated. One used decontaminated device with a luer lock syringe which is not part of affected finished good product and one photo was received. Under visual inspection, suction connector seemed to be without any defect. Then returned syringe was inserted into the connector and the suction line connector had a crack confirming the complaint. Based on the analysis conducted and the photo provided, the connector was damaged during the use of the product and could have been damaged in the connection of the chosen suction device. Therefore, the most probable cause was due to improper use of the product. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions taken since the root cause for the damage was due to improper use of the product.